Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A first respondent inquired on information regarding the shut down of a cycler, as the patient needed to be taken to the hospital immediately. The cycler was subsequently shut down and the patient was disconnected from the tubing set by a family member.

Event description:
A first respondent inquired on information regarding the shut down of a cycler, as the patient needed to be taken to the hospital immediately. The cycler was subsequently shut down and the patient was disconnected from the tubing set by a family member. Upon follow up with the patient's nurse it was reported that the patient passed away due to worsening of underlying aortic valve disease. The patient experienced shortness of breath and wheezing due to aortic valve disease and was hospitalized for a repair. The patient passed away before the repair occurred. Date of death = night of (B)(6) 2018. Last dialysis treatment = night of (B)(6) 2018. Treatment regimen: 1.5% and 2.5% delflex since (B)(6) 2016. Dob - (B)(6). The patient was not connected to the cycler nor there was fluid in his peritoneum at the time of death. Relevant medical history included aortic valve disease and multiple cardiac issues that were unspecified.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: although temporal relationship between the patients¿ needed to be disconnected from the liberty cycler to go to the hospital for shortness of breath and wheezing and subsequent hospital admission which ended when the patient expired on (B)(6) /2018. There is no documentation to indicate the liberty cycler caused or contributed to the adverse events of shortness of breath, wheezing and eventual expiration 5 days post hospitalization. Additionally, the patients¿ nurse reported the adverse event of shortness of breath and wheezing were the result of aortic valve disease and other comorbid cardiac issues. Furthermore, the cause of death was reported as a result of the patient not having the aortic valve repair (details unknown). There is no allegation of machine (liberty cycler) malfunction of that the liberty cycler did not perform as expected.

Event description:
A first respondent inquired on information regarding the shut down of a cycler, as the patient needed to be taken to the hospital immediately. The cycler was subsequently shut down and the patient was disconnected from the tubing set by a family member. Upon follow up with the patient's nurse it was reported that the patient passed away due to worsening of underlying aortic valve disease. The patient experienced shortness of breath and wheezing due to aortic valve disease and was hospitalized for a repair. The patient passed away before the repair occurred. The date of death was (B)(6) 2018. The patient's last dialysis treatment was the night of (B)(6) 2018. The patient was not connected to the cycler nor there was fluid in his peritoneum at the time of death.